Event description:
Rn noticed that IV tubing wet. Rn assessed tubing & found that tubing had "pin hole" and was leaking. Rn discontinued use of tubing & replaced.====================== health professional's impression======================IV tubing appeared to be almost snapped where hole observed.